Event description:
The patient is reportedly experiencing sound quality issues. Programming adjustments were attempted, however this did not resolve the issue. The patient reportedly has experienced a device failure. Advanced bionics is in the process of gathering additional information.